Manufacturer narrative:
H3 other text : device location unknown.

Event description:
It was reported via mw5117301 that two unknown yukon oct polyaxial screws fractured post-operatively. Patient was revised. This report is for the second of two screws.